Event description:
On (B)(6) 2025, the customer provided patient data for falsely elevated results for multiple assays generated on the alinity c processing module. The following data was provided: sid (B)(6): bicarbonate (co2): initial result = 35 mmol/l; repeat result = 23 mmol/l (reference range: 22-29 mmol/l) calcium: initial result = 4.46 mmol/l; repeat 2.18 mmol/l (reference range: 2.20-2.65 mmol/l) creatinine: initial result = 309 umol/l; repeat result = 146 umol/l (reference range: 59-104 umol/l). Sid (B)(6): calcium: initial result = 4.25 mmol/l; repeat result = 2.09 mmol/l. Sid (B)(6): calcium: initial result = 3.98 mmol/l; repeat result = 2.25 mmol/l. Sid (B)(6): bicarbonate (co2): initial result: > 50 mmol/l; repeat result = 18 mmol/l (reference range: 22-29 mmol/l). Creatinine: initial result = 353 umol/l; repeat result = 172 umol/l (reference range: 59-104 umol/l). Sid (B)(6): calcium: initial result = 4.11 mmol/l; repeat result = 2.31 mmol/l (reference range: 2.20-2.65 mmol/l). Sid (B)(6): glucose: initial result = 19.4 mmol/l (349.55 mg/dl); repeat result = 6.6 mmol/l (118.92 mg/dl) (reference range: 3.5-6.0 mmol/l or 63.10-108.11 mg/dl). Sid (B)(6): creatinine: initial result = 244 umol/l; repeat result = 152 umol/l (reference range: 59-104 umol/l). Sid (B)(6): calcium: initial result = 5.71 mmol/l; repeat result = 2.31 mmol/l (reference range: 2.20-2.65 mmol/l). There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. A1 - patient identifier: (B)(6). (Total of 8 patients) all available patient information was included. Additional patient details are not available.

Manufacturer narrative:
The alinity c processing module, serial number (B)(6) was inspected by service and determined the r1 alnty c reagent probe (04s49-01) to be bent. Service replaced and aligned the part to resolve the issue. No additional result issues have been reported since the service activity occurred. The instrument service history review revealed no additional tickets associated with discrepant/erratic results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending did not identify any trends for the alinity c processing module with regards to the customer reported event. Additionally, review of tracking and trending data associated with the alnty c reagent probe (04s49-01) did not identify any trends. Review of the manufacturing documentation did not identify any nonconformances associated with the complaint issue. Labeling was reviewed and the alinity ci-series operations manual provides adequate information regarding the troubleshooting of erratic/discrepant results and component replacement for the alinity c -series reagent probe. Based on the investigation, no systemic issue or product deficiency of the alinity c processing module or the alnty c reagent probe were identified. Updated a1 - patient identifier: initial ni / corrected too multiple. Sids were provided in initial h11 section. A1 - patient identifier: (B)(6), (total of 8 patients) all available patient information was included. Additional patient details are not available. Updated d10-concomittent to include the following: alnty c reagent probe,04s49-01, unknown, alnty c co2 rgt 3000t, 07p72-20, alinity calcium2 kit 15, 04t87-20, aln c enz creatin 3600t, 08p01-30, alnty c glucose 11000t, 07p55-30.

Event description:
On (B)(6) 2025, the customer provided patient data for falsely elevated results for multiple assays generated on the alinity c processing module. The following data was provided: sid (B)(6): bicarbonate (co2): initial result = 35 mmol/l; repeat result = 23 mmol/l (reference range: 22-29 mmol/l) calcium: initial result = 4.46 mmol/l; repeat 2.18 mmol/l (reference range: 2.20-2.65 mmol/l) creatinine: initial result = 309 umol/l; repeat result = 146 umol/l (reference range: 59-104 umol/l) sid (B)(6): calcium: initial result = 4.25 mmol/l; repeat result = 2.09 mmol/l. Sid (B)(6): calcium: initial result = 3.98 mmol/l; repeat result = 2.25 mmol/l. Sid (B)(6): bicarbonate (co2): initial result: > 50 mmol/l; repeat result = 18 mmol/l (reference range: 22-29 mmol/l). Creatinine: initial result = 353 umol/l; repeat result = 172 umol/l (reference range: 59-104 umol/l). Sid (B)(6): calcium: initial result = 4.11 mmol/l; repeat result = 2.31 mmol/l (reference range: 2.20-2.65 mmol/l). Sid (B)(6): glucose: initial result = 19.4 mmol/l (349.55 mg/dl); repeat result = 6.6 mmol/l (118.92 mg/dl) (reference range: 3.5-6.0 mmol/l or 63.10-108.11 mg/dl). Sid (B)(6): creatinine: initial result = 244 umol/l; repeat result = 152 umol/l (reference range: 59-104 umol/l). Sid (B)(6): calcium: initial result = 5.71 mmol/l; repeat result = 2.31 mmol/l (reference range: 2.20-2.65 mmol/l) . There was no impact to patient management reported.